Manufacturer narrative:
Evaluation of the returned benchmark confirmed a leak near the hub and revealed a fracture underneath the strain relief. If the device is gripped by the hub and is lifted at an angle, damage such as a kink and subsequent fracture may occur. Further evaluation revealed multiple kinks and ovalizations along the length of the device. This damage was not mentioned in the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pca) using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), and a guidewire. During the procedure, the physician advanced the benchmark into the internal carotid artery (ica) using the 5f select and the guidewire. Upon removal of the 5f select and guidewire, the physician attached a contrast line to the hub of the benchmark and noticed a leak. The physician then realized that the benchmark was fractured at the proximal length, near the hub. Therefore, the benchmark was removed. The procedure was completed using a new benchmark, the same 5f select, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note, that the following section was incorrectly reported on the initial MFR report. And is being corrected on this follow-up # 1 MFR report: 1. Section d. Box 4. Unique identifier. H3 other text: placeholder.